Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver had a right eject waveform that started off almost perpendicular, exhibiting abnormal pressure waveforms while supporting a patient. The patient was switched to a backup companion 2 driver and there was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported issue of abnormal pressure waveforms was reproduced during investigation testing. Although the waveform was observed to be steep during the observation run, syncardia has no set criteria or tolerance window for the steepness of this waveform. Steep right pressure waveforms have been observed and investigated before where the root cause was attributed to a malfunction of the electronic pressure regulator. This issue will continue to be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.